Event description:
It was reported that a dexcom g7 continuous glucose monitor used with the ilet system failed to maintain pairing with the mobile app, leading to a pairing failure and subsequent ¿replace sensor now¿ alert; the user restarted the device, re-entered the pairing code, and ultimately replaced the sensor, after which the pairing process was restarted. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of alert history and guided troubleshooting steps including bluetooth toggle, device restart, and re-entry of the sensor pairing code. Investigation of this case revealed that the cgm sensor exhibited a pairing/connectivity issue that progressed to a system prompt to replace the sensor, consistent with a sensor-level communication problem rather than an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor pairing failure that was resolved by sensor replacement.